Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that during infusion, a leak was noticed around the junction hub. As a result, the user exchanged the catheter without difficulty or complications to the pt.